Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found corroded force sensor. Moisture damage on the pcba 1, pcba 2 and motor. Successfully downloaded history files and traces using thump. Unable to perform the carelink upload due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm was triggered by a pump error 35 fatal alarm confirmed in the history file on (B)(6) 2024 22:35:39.000 and on (B)(6) 2024 22:45:00.000 due to corroded force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump was received with cracked case battery tube side, cracked case at the corner of the belt clip rail and broken belt clip rail. The following were noted during visual inspection: minor scratched display widow, missing display window cover, scratched case, peeling/torn keypad overlay, keypad overlay texture damage, pillowing keypad overlay, stained keypad overlay, and cracked keypad overlay at the select button. The pump did not have a battery installed when received. The pump was received without the original battery cap. Please see below for the bolus listed on the event date (B)(6) 2024 in the pump history file. (B)(6) 2024 17:22:25.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 112000 (11.2 u) bolusamountdelivered: 112000 (11.2 u) there were no autosuspend (12) alarm or usersuspended alarm noted in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date (B)(6) 2024 in the pump history file. (B)(6) 2024 12:53:51.000 alarmalertnotification (40) faultnumber: stuckkeyalarm (61) (B)(6) 2024 13:03:00.000 alarmalertnotification (40) faultnumber: stuckkeyalarm (61) (B)(6) 2024 17:51:29.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6) 2024 22:35:39.000 alarmalertnotification (40) faultnumber: brokenforcesensorerror (35) (B)(6) 2024 22:38:42.000 batteryremoved (55) (B)(6) 2024 22:38:42.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2024 22:45:00.000 alarmalertnotification (40) faultnumber: brokenforcesensorerror (35) unable to test for stuck key alarm and sensor error alert due to critical pump error (open book image). Pump error 35 was confirmed in the pump history file. Stuckkeyalarm (61) unknown. Sensorerroralert (801) unknwon. Pump error 35 confirmed in the pump history file. Unable to perform the functional test due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to pump error 35 alarm. Pump error 35 alarm confirmed due to corroded force sensor. Exposure to moisture confirmed. Unable to confirm alleged ketones. Unable to upload to carelink confirmed. Cosmetic damage was confirmed at the back of the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia and reported an open-book image alarm. Troubleshooting was performed. It was found that the customer was hospitalized. It was unknown if the customer was using the insulin pump within 48 hours of the reported event and if the auto-mode feature was active. The customer also reported cosmetic damage in the bottom and top of the insulin pump. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.